Manufacturer narrative:
Upon review, this complaint is not reportable. There are no indications of an adverse event. Per the manufacturer, this incident is also unlikely to cause or contribute to an adverse event if it were to recur. This complaint will be closed by the manufacturer as not reportable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report. There were deep dents in the plastic cover, cracked a-rubber glue (bending section cover), chips and scratches on the light guide lens, a collapsed insertion tube at 103 cm, leaks in the biopsy channel, and black dots staining the image. This event is under investigation. A supplemental report will be submitted upon receiving additional information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported the evis exera ii duodenovideoscope failed the leak test during reprocessing. As reported, there was no patient involvement in this event.